Event description:
Reporter indicated a vns patient had died. The cause of death is believed to be a sudep, but an autopsy is pending. It is not known if the death was witnessed. The patient's father believed the patient "may suffered a severe seizure". Per the reporter, the relationship of the death to the vns is unknown. The generator has been explanted and requested for return.